Event description:
Customer reported no reactivity with rb263 and a pt sample with anti-fya. Initial testing with the pt sample containing anti-kell and anti-fya was performed with vra128. Both the anti-kell and anti-fya were identified. A new tech performed testing in tube with the pt sample and rb263. The anti-fya was not identified. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.